Manufacturer narrative:
Additional information: concomitant medical products - information references the main component of the system. Other relevant device(s) are: product ID: 9735783, serial/lot #: (B)(4). The o-ring was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No failure was found with the returned o-ring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacture representative went to the site to inspect the system. The network port (o-ring) was replaced and the issue resolved. The network port has been returned for analysis. Analysis is in progress. No results are currently available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection procedure. It was reported that the system displayed localizer not connected. The interconnect cable was unplugged but didn't resolve. It was stated the camera cart had the blue led power light on. It was reported that the camera was hard to position and was flicking in and out during set up. Navigation was not aborted. During troubleshooting it was noted that the leds on the camera were green and red. The scu from network router cable was moved to a new port and also the network router to umbilical was moved to a new port with no change. The computer connection to the network router and to pcoip host was checked via the led indicators and they looked good. The internal umbilical-to-o-ring cable was reseated at both ends with no change. Swapped camera and ups connection on o-ring and the camera came online. The o-ring was bad. There was no impact to the patient. There was no delay to the procedure.